Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A nurse reported that the customer of the infusion device was admitted to the hospital with an ambulance. He had been drinking alcohol on the night of (B)(6)2024, started to feel sick and ill and had been throwing up. The customer had suspected that the pump might not be working properly and called an ambulance by himself. In the hospital the patient's blood glucose level was tested and resulted in a value around 30 mmol/l, he also had ketone bodies. At the time of the report, the patient was still in intensive care for ketoacidosis, receiving insulin-infusion and feeling fine already. The nurse, who had taken away the pump from the patient, noticed condensed liquid in the cartridge compartment, which turned out to be insulin. Neither the patient nor the nurse could tell if the cartridge or any other part or consumable of the pump had been leaking, and the nurse already disposed of all the consumables that were used during the event.